Manufacturer narrative:
Correction for type of reportable events from malfunction to serious injury.

Event description:
Material no: unknown; batch no: unknown. It was reported per phone call: customer believes product may have contributed to incision site infection. Event description per phone call: details: patient initially contacted bd on (B)(6) 2021 to express concerns with the fact that our gauze and foam pads included within the kit are not packaged individually. She had a recent infection near her catheter site and felt these items should be kept separate to avoid any potential issues with infection. On (B)(6) 2021 patient returned call and left a voicemail reporting that she had an infection at her catheter site that was treated with antibiotics. The foam pad and gauze were not related to the infection, but she thought it was a good recommendation for added security to package those components individually. Writer attempted to call patient back and identify when the catheter was placed, left a voicemail. A new complaint will be opened for the infection near the catheter site. Questions/inquiries: on (B)(6) 2021: writer left the end user a voicemail acknowledging receipt of the complaint, and nature of call, attempting to verify some of the reported details. Will continue other attempts until contact made or due diligence completed. Polc. On (B)(6) 2021: patient called and left a voicemail reporting that she had an infection at her catheter site that was treated with antibiotics. The foam pad and gauze were not related to the infection but she thought it was a good recommendation for added security to package those components individually. Writer attempted to call patient back and identify when the catheter was placed, left a voicemail. A new complaint will be opened for the infection near the catheter site. Polc opened to capture infection from catheter insertion - no product to return.

Manufacturer narrative:
(B)(4): no sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Manufacturer narrative:
Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. No sample was available for investigation.

Event description:
Material no: unknown batch no: unknown. It was reported per phone call: customer believes product may have contributed to incision site infection event description per phone call: details: patient initially contacted bd on (B)(6) 2021 to express concerns with the fact that our gauze and foam pads included within the kit are not packaged individually. She had a recent infection near her catheter site and felt these items should be kept separate to avoid any potential issues with infection. On (B)(6) 2021 patient returned call and left a voicemail reporting that she had an infection at her catheter site that was treated with antibiotics. The foam pad and gauze were not related to the infection, but she thought it was a good recommendation for added security to package those components individually. Writer attempted to call patient back and identify when the catheter was placed, left a voicemail. A new complaint will be opened for the infection near the catheter site. Questions/inquiries: (B)(6) 2021: writer left the end user a voicemail acknowledging receipt of the complaint, and nature of call, attempting to verify some of the reported details. Will continue other attempts until contact made or due diligence completed. (B)(4) (B)(6) 2021: patient called and left a voicemail reporting that she had an infection at her catheter site that was treated with antibiotics. The foam pad and gauze were not related to the infection but she thought it was a good recommendation for added security to package those components individually. Writer attempted to call patient back and identify when the catheter was placed, left a voicemail. A new complaint will be opened for the infection near the catheter site. (B)(4).